Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device turns off and on. Additional info received indicated that there was no alarm prior to the unit powering off by itself. The unit was using ac and dc power. The condition occurred during both ac and dc power. The reported issue occurred more than once. No pt incident reported.